Manufacturer narrative:
A 1 mm sized metal hinge cap came off the hinge of the insert. Instrument is approx 6 yrs old; this damage is consistent with long usage and mechancial overload. Although hinge cap has come off, insert still functions.